Event description:
It was reported that during the device change out procedure, this left ventricular (lv) lead exhibited loss of capture (loc) with high threshold values. Boston scientific representative turned off the auto off and programmed trend at 2.5v. The impedance measurements were stable. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This is a correction report as bsc does not own MDR reporting obligations for this product. The emdr was filed in error.

Event description:
It was reported that during the device change out procedure, this left ventricular (lv) lead exhibited loss of capture (loc) with high threshold values. Boston scientific representative turned off the auto off and programmed trend at 2.5v. The impedance measurements were stable. This lv lead remains in service. No adverse patient effects were reported.